Manufacturer narrative:
MDR. / initial 3 of 4 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported patient experienced hyperglycemia on 28 may 2026 due to infusion set fell off and treated with mdi.